Manufacturer narrative:
A software analysis was initiated to determine the probable cause of the issue through log analysis. Analysis found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other applicable components are: product ID: 9735737, version: (B)(4). A medtronic representative went to the site to test the equipment. Testing revealed that the system functioned as intended and passed a system checkout. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used in an electrode and probe placement procedure. It was reported that after planning both the right and left side for a deep brain stimulation procedure, the manufacturing representative went to full screen and only the left side plan would show. The manufacturing representative then went a step back in the software and then forward to plan, and still only the left side would show. The surgeon then requested the manufacturing representative edit the right entry point. After she did this, both the right and left plans would show on the full screen. The manufacturing representative saw that 1.0.4 operating system (os) and application 1.0.1 is running. It was requested that she update both the os and application. There was a less than 1 hour delay to the surgical time and no impact to the patient outcome.